Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. After replacing the power pcb and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
A customer contacted stryker to report that the lifepak 15 had no display but the led was on. In this state the device defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h10, additional manufacturer narrative, of initial MFR# 0003015876-2022-01463 indicates: after replacing the power pcb and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h10 should indicate: the device could not be repaired and was archived by stryker. The cause of the reported issue was isolated to the device¿s power pcb.

Event description:
A customer contacted stryker to report that the lifepak 15 had no display but the led was on. In this state the device defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.